Manufacturer narrative:
According to the customer via phone call, on (B)(6), the user bumped her left arm and used the pack. The burn was on left arm about 4 inches and thick. The user stated it was sausage sized. The user went to urgent care and it seemed to be getting worse. They did an x-ray which showed the burn went underneath the skin. But then suggested to go to the hospital. Was seen in the ed who said it was a chemical burn from the ice pack. The hospital ER said clean it off with cold water, no ice, and use vaseline. The user clarified she was not admitted to the hospital and was seen in the ed and discharged from the ed. Her arm hurts but there is no bend. After speaking to her pcp, the user went to the dermatologist who prescribed antibiotics (doxycycline and mupirocin ointment 2%) and wrapped it. Movement is limited stiff by elbow. The user said there was a leak from the pack and didn't realize at the time when it occurred. She said she is still not feeling well and has chills. The user stated that this is not life threatening. The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer via phone call, on (B)(6), the user bumped left arm and used the pack. The burn was on left arm about 4 inches and thick.